Event description:
It was reported that after a da vinci s cardiac procedure nurse checked the endowrist stabilizer instrument's function and found a part of this product was broken. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.